Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported possible over delivery anomaly. The customer was reported a crack on reservoir tube side. The customer was also experienced differences between sensor glucose and blood glucose levels. The customer blood glucose was 101 mg/dl and sensor glucose value was 59 mg/dl at the time of incident. The customer reported hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-397a, mmt-332a, mmt-7040a. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for cosmetic damage and customer was advised to discontinue use of the device. Troubleshooting was not performed for differences between glucose levels, the difference between sensor glucose and blood glucose values was 42 mg/dl and it is beyond 30% limit. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-feb-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 26-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. The pump recognize the test reservoir with test infusion set during testing. Also, the pump status on the reservoir units left matches the test reservoir noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.6 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, and scratched case during the visual inspection. No damage on the reservoir compartment noted. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery and reservoir is showing less insulin than shown on status screen was not confirmed. Cosmetic damage at reservoir compartment was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.